Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer had no symptoms and treated with food for lows. Customer's low blood glucose at time of incident was 68 mg/dl and current blood glucose 238 mg/dl. Customer report customer does not allege pump was over delivering. Drive support cap appears normal. Customer additionally stated they had absence of no delivery alarm blood glucose has gotten up to the 600 mg/dl. Customer declined to troubleshoot for high readings. The product was not returned for analysis.